Event description:
While using byte day aligner unplanned intrusion was found on tooth #7. A 14 day rest period was recommend by byte clinical support.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.